Event description:
A caller reported experiencing a tandem mobi cartridge alarm during a loading process. The alarm did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Customer technical support (cts) guided the caller through troubleshooting steps, including removing the cartridge and delivering a 9-unit bolus, which completed successfully. Although the original cartridge could not be reloaded, the caller was able to load a new cartridge by following the correct technique with assistance and successfully resumed insulin therapy, resolving the issue.